Manufacturer narrative:
The insulin pump was received with unexpected blank display followed by a constant tone alarm due to corroded electronic assembly. No moisture damage on motor assembly noted during visual inspection. The device was also received with cracked case on display window corners, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer jumped into the pool with the insulin pump and then it started vibrating without an alarm or alert and a constant tone was occurring. Customer's blood glucose value was 142 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.